Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). The physician advanced the 2.75x28mm liberte stent but was unable to cross the lesion due to the lesion being "very tight". After several attempts to cross the lesion the stent dislodged from the balloon. The dislodged stent was successfully snared and removed from the patient. No patient complications were reported the patient status is stable.

Event description:
It was further reported that the 75% stenosed target lesion was mildly tortuous and moderately calcified.

Manufacturer narrative:
Device evaluated by manufacturer - the delivery device was received with the stent detached from the balloon and stored in a plastic container. An examination of the stent found that the stent was severely stretched and flattened. An examination of the balloon found a clear impression of the stent crimp. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the 75% stenosed target lesion was mildly tortuous and moderately calcified.